Manufacturer narrative:
A revision procedure was performed to reposition the lead. However, a position with an acceptable threshold could not be found, and the lead was explanted. The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had an increased pacing threshold. An x-ray was performed, and it was noted the lead had dislodged. No adverse patient effects were reported.